Event description:
It was reported that the patient underwent a rezum procedure without any issues. 17 days later, the patient presented in the emergency department clinic with complaints of pelvic pain and a poorly draining catheter. A CT scan was obtained and revealed a partially decompressive urinary bladder with a foley catheter in place with noted complex peripheral pain. The CT image revealed fluid and a hematoma in the prostate. A transurethral resection of the prostate (turp) was performed. No further patient complications were reported.

Event description:
It was reported that the patient underwent a rezum procedure without any issues. 17 days later, the patient presented in the emergency department clinic with complaints of pelvic pain and a poorly draining catheter. A CT scan was obtained and revealed a partially decompressive urinary bladder with a foley catheter in place with noted complex peripheral pain. The CT image revealed fluid and a hematoma in the prostate. A transurethral resection of the prostate (turp) was performed. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.